Manufacturer narrative:
Visual inspection no outer abnormalities were observed. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, the hemostatic valves were reassembled, and leak testing was resumed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheaths handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, a large amount of air was observed in the flushing port during attempted air removal. Air removal was performed using three 20cc syringes, and air was able to be removed with flushing. The procedure was completed with the original sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, a large amount of air was observed in the flushing port during attempted air removal. Air removal was performed using three 20cc syringes, and air was able to be removed with flushing. The procedure was completed with the original sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.